Event description:
It was reported that the device was not working as patient was having charging issues with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Additional information was received that the patient was frequently charging the ipg.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the device was not working as patient was having charging issues with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.